Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 50% to 5%. In addition, the customer experienced difficulty charging the pump with the usb cable and wall adapter. Reportedly, the customer used an alternate usb cable and the pump charged successfully. The customer¿s blood glucose level was 135 mg/dl. The customer would continue to use the pump for insulin therapy.